Manufacturer narrative:
An event regarding stem periprosthetic fracture subsidence involving an accolade ii stem was reported. The event was confirmed. Device evaluation indicated that damages related to the removal of the head from the trunnion were observed. The proximal textured surface remained substantially covered in hydroxyapatite (ha) coating. Areas of boney ongrowth were also observed. A dimensional inspection was not performed as it would not be helpful for this investigation. A functional inspection was not performed as the event cannot be replicated. A review of the provided information by a clinical consultant indicated that. X-ray copy of the left hip of very poor resolution. A reduced hip arthroplasty with a stem subsided to the level of the lesser trochanter is noted. Note by investigator. The implantation of dall miles cable and sleeve in the revision surgery indicate that there was a periprosthetic fracture. Device history review indicated that all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received.

Event description:
It was reported that the patient was revised for pain and fracture.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was revised for pain and fracture.